Event description:
It was reported that the right ventricular (rv) lead had some fraying at the near tip and lead repair kit was used. The lead impedance had been in 800 ohms. Boston scientific technical services (ts) concurred that it might have been the result of damage at changeout. This lead remains in service. No adverse patient effects were reported.